Manufacturer narrative:
Device evaluation results are: the event was confirmed; there was deformation to the edge of the graft cover. The root cause of the event could not conclusively be determined however, scratch marks along the length of the tapered tip indicate the presence of calcium that most likely contributed to the deformation. The cause of the positioning difficulty could not be determined as the event occurred in vivo and could not be replicated during device analysis however, the patient¿s anatomy of calcified vessels likely contributed to the event. Film evaluation results are: the exact cause of positioning difficulty leading the graft cover damage could not be conclusively determined from the pre-implant cta's and three still angio images provided. Additional films at index procedure were not provided. Pre-implant cta's showed heavily calcified iliac arteries. The three angio images showed that the flow lumen of the external iliac arteries were narrow. It is possible that advancing the delivery system through a heavily calcified and narrow iliac artery may have contributed to the event. Continued from block h6: 24-off-label, unapproved or contraindicated use (iliac artery diameter) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of a 50x44 mm diameter abdominal aortic aneurysm. The patient had calcified iliac arteries. The left common iliac artery was 11, 10, 10 mm from proximal to distal. The left external iliac artery was 6 to 7 mm in diameter. The right common iliac artery was 10, 10, 7 with area of stenosis, 10 mm from proximal to distal. The right external iliac artery was 6 - 5 mm in diameter. It was reported that the patient¿s anatomy appeared suitable for evar; however, the device was unable to be advanced through the iliac system. The device was removed from the patient and the physician noticed a sharp edge on the graft cover and did not want to try any further to advance the device. The physician stated the cause of the event was anatomy related. Calcified iliacs may have damaged the graft cover. Another endurant iis 28x14x103 was inserted in the patient and this device was also unable to be delivered. The physician stated the cause was anatomy related (calcified iliacs). The stent grafts were not implanted. The patient will be monitored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.